Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient received a power on reset (por) message, and the meaning of the message was reviewed. It was reported that the patient was in hospital and the staff was trying to sync with ins to verify that it was off, further stating that the staff called the manufacturer. The caller originally stated that the ins was dead, but later clarified that the hospital staff saw the por message and verified the device was off. It was noted that the patient had recent electromagnetic interference (emi) environmental exposure. Patient was hospitalized to have a pacemaker implanted. It was indicated that patient was supposed to have an MRI, but they were unable to due to the bladder device. It was indicated that patient had some other type of imaging conducted. It was stated that patient started having problems, further clarifying that they had return of target symptoms sometime in (B)(6). Patient was redirected to health care professional (hcp) , however they did not have an hcp at the time of the report, and therefore physician listings were sent to the patient. It was also stated that patient had a pacemaker implanted, and that the reason for hospitalization was not related to the bladder device. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient's spouse reported that nothing had been done so far to resolve the por. They were waiting to find a new physician, therefore no steps had been taken to resolve and no cause had been found regarding the por.